Event description:
It was reported that asymptomatic patient presented to or for device change out due to normal eri. Under fluoroscopy externalized conductors were noted. No electrical anomalies were detected. The lead was explantedand replaced.

Manufacturer narrative:
A partial lead was returned measuring 48.0cm from the electrode tip. Internal insulation abrasions were found at 7.5-9.0cm, 10.5-12.8cm, and 33.7-34.8cm from the electrode tip. The etfe coating was intact at these locations. External insulation abrasion was found at 42.3-42.7cm from the electrode tip, consistent with friction to the ICD can. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.